Event description:
It was reported that the caller did not observe drops of insulin at the end of the tubing during the fill tubing step of the load sequence. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support assisted the caller in completing the loading process and resuming insulin delivery by guiding them through filling and loading a new cartridge on the pump.